Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: 6. Strip code: 6. Strip storage: unk. Symptoms: dizziness,frequent urination,thirst,blurred vision,joint pain. A patient reported they were seen by healthcare professional. Their meter allegedly was inaccurately low. The result on their meter was 220 mg/dl. The result on the healthcare professional meter was 300 mg/dl. The time difference between the patient's meter and the healthcare professional meter was less than 10 minutes. There was no treatment. No further information has been reported.